Event description:
It was reported that the right ventricular (rv) lead exhibits undersensing with noise from tip to ring sensing. The rv lead was found to have high v-v intervals with numerous ventricular tachycardia (vt) and several fast ventricular episodes. The device was programmed to atrial pacing and sensing only with the rv lead inactivated but still implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).